Event description:
It was reported that the patient was admitted into the emergency room. It was noted that the patient was experiencing inappropriate shocks. The right ventricular (rv) lead exhibited r -wave double counting ending in inappropriate shocks while no capture was observed on the right atrial (ra) lead. Both the ra and rv leads were confirmed to have dislodged. Tachy therapies were programmed off. The ra and rv leads were explanted and replaced. The patient was stable.